Event description:
It was reported that during a follow-up, noise was observed detected as vf. The physician suspected external emi as the cause. Provocative movements could not reproduce noise. No action was taken and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.